Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received 10 shocks. An interrogation of device history showed the patient in svt around 140 bpm. The device check proved normal in regards to sensing and impedance measurements. The physician expressed concern with the device memory data, as the episodes had been overwritten. Additionally, the physician commented on the application of the device applied discriminators and their limited programmable function. No specific adverse patient effects were reported and the device was reprogrammed for this patient's specific cardiac rhythm.